Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/02/2021 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? I do not have any more information. What was the procedure date? I do not have any more information. Did the suture break or did the suture separated from the needle? I do not have any more information. In relation to needle, what is the approximate location of suture breakage? I do not have any more information. Did the suture separate completely? I do not have any more information. What tissue was being approximated or sutured when it broke? I do not have any more information. Events reported in 2210968-2021-05093.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and sutures were used. During the procedure, two sutures broke without tension. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.